Event description:
It was reported that there was separation of the driveline bend relief next to the metal connector and a clamshell repair was needed. No alarms were noted. A clamshell repair was scheduled but not completed because the patient left the clinic and did not return. The separated bend relief was secured with rescue tape prior to the patient leaving. It was planned for a clamshell to be placed the next time the patient is in for a clinic visit. It was noted that the patient is seen infrequently in the clinic due to cancellations by the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photo confirmed the report of a separation of the distal-end driveline bend relief adjacent to the metal connector. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4), with no further issues reported at this time. The relevant sections of the device history records for (B)(4) and driveline, serial number (B)(4), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. ¿patient care and management¿, under ¿pump performance monitoring¿, covers wear and tear to the driveline. Heartmate ii lvas patient handbook rev. C, is currently available. This handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.